Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the summary report. The device was tested on the device and no anomalies were noted. It was noted multiple hv charges occurred in a short period of time which resulted in the extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that extended charge time limit was reached after delivery of hv therapy for true vt episodes. The device was explanted. The patient condition was fine and stable after the procedure.